Event description:
It was reported that there was a connection issue between the cassette and minicap transfer set. The patient could not disconnect from the patient line. This occurred while disconnecting after peritoneal dialysis therapy. The patient had to clamp and cut the patient line to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(6).

Manufacturer narrative:
Additional information was added to d, h3, h6, and h11: h11: the patient connector was returned for evaluation attached to the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The patient connector was connected and disconnected by hand with no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.